Event description:
Device malfunction: knot unformed. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of the right femoral artery after a diagnostic procedure. Reportedly, the green suture (rail suture) did not connect with the white suture (non rail suture) and the device did not achieve hemostasis. Hemostasis was achieved using manual compression and covered with a plaster bioclusive. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.